Event description:
Manufacturer became aware of an incident that occurred regarding a consumer who alleges when he went from the tilted position to the un-tilted position, he heard a big bang and the chair jerked backwards. His wife allegedly saw smoke coming from below the power chair and pushed him out of the chair and called the fire brigade. No injury occurred.

Manufacturer narrative:
Device was returned and evaluated. Analysis indicates that failure of an electronic component within the motor controller has occurred. Failure resulted in extensive damage to the internal circuitry within the controller and some damage to the connectors attaching externally. Extent of damage prevents exact root cause determination. While the event resulted in damage to the electrical connectors external to the control unit, malfunction of any component within the controller is not viewed as likely to cause injury. MDR filed based solely on the external damage observed. Engineering has reviewed and determined that this is not a design issue. Motor controller housing is a metal enclosure. External damage observed is not the result of an over current condition, but rather a condition originating from the internal printed circuit board component failure. Damage did not involve the user seating components. This controller was not covered under warranty at the time of the event.